Event description:
It was reported that the pump battery could not be charged using tandem provided supplies, which resulted in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.